Manufacturer narrative:
There were 3 investigations completed during this period. Breakdown of 3 completed investigations. 3, no issues identified. The investigation concluded, that product met manufacturing release criteria, and no product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc. That was received, during the time period that covers this voluntary malfunction summary report has been submitted.

Manufacturer narrative:
Section d4: the initial vmsr medwatch# 2648035-2020-00792, reported lot# ch01495 had 3 events. However, upon further review it was noted that only 2 events qualify for vmsr the other event was reported as a 30-day medwatch# 2648035-2020-00795. Section b5: is corrected from 7 to <noe> 6 </noe> malfunction events. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: breakdown of seven events is as follows: cartridge tip cracked/damaged: 7 lot number of the suspect product: ce09977: 1. Ch01958: 1. Ch05400: 1. Ch05401: 1. Ch01495: 3. Four investigations were completed, and 3 investigations are pending from this period. Breakdown of 4 completed investigations: ch01958: no product returned. Ce09977: no product returned. Ch05400: dc-cartridge tip cracked/damaged. Ch05401: no issues identified. The investigation concluded that the product met manufacturing release criteria. A review of the records related to the device including complaint trend and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained then a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted

Event description:
This report summarizes <noe> 7 </noe> malfunction events. The events were related to cartridge tip cracked/damaged. There were no patient injuries reported associated to the events.